Manufacturer narrative:
As noted in a literature publication by kessel, d. O., robertson, I., taylor, e. J., & patel, j. V. (2003). Renal stenting from the radial artery: a novel approach. Cardiovascular and interventional radiology, 25 (2), 146-149. Doi: 10.1007/s00270-001-0114-7; two patients complained of coldness of the hand during the procedure; in both cases this responded to intra-arterial administration of glyceryl trinitrate (gtn) at the end of the procedure. No patient has subsequently complained of symptoms of hand ischemia. The procedure was renal stenting from the radial artery. A conventional 11cm 5f cordis sheath was used. The devices were not received for analysis. Additionally, as the sterile lot numbers are not available, the device history record (DHR) reviews could not be performed. Without the return of the devices for analysis or procedural films, the reported events could not be confirmed and the exact root cause could not be determined. Coldness of the hand during the procedure is a well-known potential adverse event and usually occurs due to decreased blood flow to the hands and can be resulting from invasive radial procedures. This complication may occur at any time during or after the procedure and users are trained and experienced in how to treat this common complication. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. Kessel, d. O., robertson, I., taylor, e. J., & patel, j. V. (2002). Renal stenting from the radial artery: a novel approach. Cardiovascular and interventional radiology, 25 (2), 146-149. Doi: 10.1007/s00270-001-0114-7. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are savvy but the catalog and lot numbers are not available.

Event description:
As noted in a literature publication by kessel, d. O., robertson, I., taylor, e. J., & patel, j. V. (2003). Renal stenting from the radial artery: a novel approach. Cardiovascular and interventional radiology, 25 (2), 146-149. Doi: 10.1007/s00270-001-0114-7; two patients complained of coldness of the hand during the procedure; in both cases this responded to intra-arterial administration of glyceryl trinitrate (gtn) at the end of the procedure. No patient has subsequently complained of symptoms of hand ischemia. The procedure was renal stenting from the radial artery. A conventional 11cm 5f cordis sheath was used.